Manufacturer narrative:
The following devices were also listed in this report: device name: catalog# lot# triathlon hinge b/plate size 4, 5612b400, tnt3a. Triathlon cemented stem-15mm x 50mm, 5560-s-115, 1178584k. Triathlon cemented stem-15mm x 50mm, 5560-s-115, 1178584k. Triathlon revision tibaug sz4 rm ll 5mm, 5612-a-450, 2h1vx3. Triathlon revision tibaug sz4 lm rl 5mm, 5612-a-451 ,p311yh. Triathlon sym cone aug sz e, 5549-a-150, x2241. Triathlon fem dist aug 10mm size 4 right, 5541-a-402, o3s7t. Triathlon fem dist aug 10mm size 4 right, 5541-a-402, o3s7t. Triathlonctrfemconeaug sz 7&8r , 5549-a-672, vdag1. Tri post augment sz4 5mm, 5543-a-400, rul4s. Tri post augment sz4 5mm, 5543-a-400, sed7g. Triathlon stem extender 25mm, 5571-s-025, t61dk4. Tri ts femur sz4 right , 5512-f-402, r794i. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to a fungal infection. A 4x11 insert was revised. Rep confirmed that no further information will be released by the hospital or surgeon.